Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined as the suspect product was not returned for investigation. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.

Manufacturer narrative:
The customer returned the test strips. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 3.2 inr, customer strips and retention meter - 3.2 inr . Donor #2: master lot and retention meter - 2.2 inr, customer strips and retention meter - 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
.

Event description:
The customer's wife stated while using his coaguchek xs meter (serial number (B)(4)), the customer obtained a result of 3.8 inr at 09:59 am and a result of 2.8 inr at 1:38 pm. In between those meter readings he had his blood drawn and a 2.65 inr was the result from the laboratory at 11:00 am. It is not known what reagent the laboratory was using. It is not known if different fingers were used for the two meter result samples. The customer's wife stated they believed the meter result of 2.8 inr since it was "in line" with the laboratory result. There was no treatment given or changes to his coumadin based on any of the readings. On (B)(6) 2016, the customer obtained a result of 3.4 inr on his meter and he was questioning if there was enough blood for the test. His therapeutic range is 2-3 inr. He is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. It was stated that the customer is in a fair condition and recovering from the stroke. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.